Event description:
Eight hardwire monitors (viridia 24, m1204a) with telemetry (m2601a) and a viridia pic central. Over past 2 years, very frequently the pic shows "alarms suspend" on its own while there is no alarm suspension at the bedside. When this happens, the sector freezes up at the pic and no control is allowed unless we clear the sector and re-assign the monitor to the pic. This has been reported various times to philips, but to date, there remains no resolution to the problem.